Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent total abdominal hysterectomy/bilateral salpingo-oophorectomy due to stress urinary incontinence and symptomatic uterine prolapse. It was also reported the patient experienced hematuria, kidney stone and mixed incontinence and the patient underwent cystoscopy on (B)(6) 2011. There were no foreign bodies in the bladder, mild cystocele present and there was good support, a trial of vesicare and copatitie injection was planned. It was further reported the patient experienced intrinsic sphincter deficiency and urinary incontinence and underwent cystoscopy on (B)(6) 2012 with copatite injections. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. It was reported that on (B)(6) 2012 patient underwent cystoscopy with transurethral injection of coaptite due to failed sling, urinary incontinence, and intrinsic sphincter deficiency.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.